Event description:
It was reported to tyco healthcare/kendall on june 22, 2006 that a customer had a problem with a foley catheter. The customer stated a few hours after they started to use the catheter, the balloon burst and the catheter fell out.